Manufacturer narrative:
Tech found that the center arm side rail is broken and will not latch. The tech replaced the center arm side rail assembly to resolve the issue.

Event description:
The account alleged that the right head side rail was broke. No injury reported.